Event description:
It was reported that during a da vinci-assisted urology pyeloplasty surgical procedure using a dual surgeon console (ssc) setup, the right master tool manipulator (mtm) on ssc1 was not responding. Surgeon continued the case using ssc2 mtm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the system logs and confirmed a preventive maintenance advisory (PMA) 54 regarding power warning pointing to fiber cable connecting to the affected console. There was no system error message. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the nurse confirmed no issue upon power up. Procedure was completed using ssc2.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed PMA 54 indicating intermittent reminder to clean the system cable connections. As part of service, fse replaced the system cable, transceivers and cover. After replacement, the da vinci system was recalibrated, tested, operated without error and verified ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation.